Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: when flushing the vps with saline after inserting the vps in the vein, the membrane in the injection-port with cap breaks and the saline flushes out through the injection-port. The patients blood leaks straight out of the injection-port with cap. Has happened several occasions at least 1 time more, with different lot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-03. H6: investigation summary: five representative samples and one used sample was received by our quality team for evaluation. The representative samples was subjected to visual inspection, injection leak test, and the catheter adapter leak test. The samples passed all testing and no abnormalities were observed. Upon visual inspection of the used sample, the valve was observed to have moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: when flushing the vps with saline after inserting the vps in the vein, the membrane in the injection-port with cap breaks and the saline flushes out through the injection-port. The patients blood leaks straight out of the injection-port with cap. Has happened several occasions at least 1 time more, with different lot.